Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient suffered ventricular fibrillation while implanted with an impella 5.5. Cardiopulmonary resuscitation was attempted but the patient ultimately passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.